Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after connecting the reload to the manual stapling handle, the load did not fire and locked in the stapler. The surgeon was able to press the green button. In order to resolve the issue and complete the case, opened a new device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. Visual inspection of the returned product noted that the reload was pre-fired. There were staples protruding from proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a problem loading and unloading the device. After connecting the reload to the manual stapling handle, the load did not fire and locked in the stapler. The surgeon was able to press the green button. In order to resolve the issue and complete the case, opened a new device. The patient outcome is reported as no injury.